Event description:
It was reported by the caregiver that the patient was experiencing an increase in seizures. A battery life calculation (blc) performed for the patient indicated that it is likely that the patient's generator has depleted and reached end of service (eos) status. Later it was reported that the patient's battery status was noted to have battery life remaining via interrogation on 6/19/2025, indicating that the device was not depleted as previously speculated by battery life calculation result.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Later it was reported that the explanted generator is not available for return.

Manufacturer narrative:
Supplemental MDR #1 submitted via emdr on 09/15/2025.

Event description:
Later, it was reported that the patient's device was replaced prophylactically. The explanted product has not been received by the manufacturer to date.